Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). (B)(4). Final analysis found that the lead was cut and returned in two parts. The insulation was abraded at 3.3 cm to 4.0 cm, 5.8 cm to 7.9 cm an 6.5 cm to 7.9 cm from the distal end.